Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the o-ring was not fitting on the pneumatic tap. The customer was able to install a new cartridge to address the issue. There was no adverse impact to the customers blood glucose level.